Manufacturer narrative:
The insulin pump functioned properly during functional check including rewind, basic occlusion, occlusion, prime, excessive no delivery, self-test, displacement, error test and all operating current test were normal. The insulin pump was received with missing the black o-ring/seal from inside reservoir tube, broken reservoir tube lip and cracked battery tube threads. The reservoir was inserted inside the pump reservoir tube and does lock in place properly. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating physical damage on their insulin pump. The customer's blood glucose level was 45 mg/dl at the time of the incident. The customer was treated for the low blood glucose with glucose tablets. The customer states that the chip in the insulin pump around the reservoir compartment, and the o-ring was protruding. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.